Manufacturer narrative:
UDI updated - (B)(4). H6: evaluation codes updated device evaluation: one device was received. A visual inspection found that the manometer zero is out of spec. During the functional testing, it was found that the frequency rates for all thresholds are below spec for air mix and nam. The tidal volumes for all thresholds are above spec for air mix and nam. The cause of the issue is that the device was out of calibration. The device was recalibrated and the manometer, alarm reed, gas supply indicator, battery, sintered filter, washer and o rings were replaced. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously. For all enquiries or follow-up questions related to the record, do not use (B)(6) located in sections g.1., please direct those to the following: (B)(6).

Event description:
It was reported that the volumes and rates were out of specification. There was no patient or clinical injury and no adverse event. This was discovered during biomed operational verification.

Manufacturer narrative:
Other text: b3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.